Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastric bypass, the surgeon pressed the green button and could squeeze the handle, but the stapler did not fire. Another reload was used to complete the case. There was no patient injury.